Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing bradycardia, being light-headed, almost passing out and that their heart stopped beating for two minutes. The patient further reported that their implantable pulse generator (ipg) battery drained after they sent a transmission and that the right atrial (ra) lead exhibited "too many p waves". The patient also reported that the ipg "shut itself off". Reprogramming occurred. The patient reported that their blood pressure and heart rate have been "all over the place" since the reprogramming. The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.